Event description:
During the case, the mapping system would lose connection with the catheter. Intermittently not able to draw contours.ended up having to back out of the program and re-enter. No harm came to this patient.